Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. There was no patient involvement. The reported issue has been confirmed during evaluation of the provided problem description and service report. Device logs were not available for further analysis. It was found that that air gas module has been identified as faulty and the part has been replaced. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).